Event description:
Medtronic received a report that there was intracranial bleeding after ped implant. The patient was undergoing surgery for aneurysm retreatment with flow diverter/coils. The patient had been treated with coils alone approximately 6 months before. The patient was treated for a saccular, unruptured wide neck aneurysm. The access vessel was the a1. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was that everything was fine. It was reported that a patient was treated for their recurrent aneurysm in the anterior complex with coils (microcatheter phenom 17, jailed) and a pipeline vantage 3/14 mm (placed via phenom 21 from a2 to a1 on the left). For this purpose, an axs catalyst 7 was inserted into the aci on the left as a distal access catheter. The actual procedure went quite quickly without any discernible complication. The patient was neurologically inconspicuous afterwards. In the course of the next 3 days, however, an arm-related hemiparesis on the right and a slight aphasia developed. This is caused by progressive, innumerable susceptibility artifacts in the swi, which developed into macrohemorrhages. Micro-infarctions were comparatively few to be seen. The swi and flair show the course from 11 to 12 to 14 june, which corresponds to a secondary dramatic increase in the size of the lesions with increasing edema. A striking feature is an always open flow diverter in the anterior cerebral artery (aca) and lesions predominantly in the media-current area on the left, which was actually only shown secondarily in the context of the control series and was not the site of the actual manipulation in the aneurysm treatment. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. Individual microhaemorrhages and especially micro-infarctions are often seen in the context of intracran ial catheter-based surgery, in this case the massive occurrence of the changes with secondary deterioration is clearly conspicuous and very unusual. The patient has hypertension and obesity as a pre-existing condition, the latter currently being treated with a weight loss injection. Ancillary devices include a stryker catalyst 7 dac catheter.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID fg13150-0615-2s (233239758); product type: ; implant date n/a; explant date n/a product ID fg11150-0615-2s (233166854); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.